Event description:
Device was used to check a patient's blood glucose and a result of hi was obtained. The patient was treated with insulin based upon this result. A lab was also ordered and the result was 278 mg/dl. Controls were in range on the system. The device was replaced and requested to be returned for evaluation.